Manufacturer narrative:
Per tandem user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 550 mg/dl with trace of ketones. Reportedly, the customer fell which resulted in bruising. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer had over filled the cartridge with more than 300 units which resulted in an inaccurate insulin gauge reading. Subsequently, the insulin gauge indicated that the cartridge had zero units remaining; however, the customer misread the amount of insulin remaining in the cartridge and believed additional insulin remained within the cartridge. Tandem technical support educated customer on cartridge labeling and that a cartridge can only hold up to 300 units of insulin. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.